Manufacturer narrative:
Patient information with regard to gender, age and weight were not provided. A permanent crown was placed for the patient following the removal of the temporary restoration, without further incident. The product was not returned; therefore, a physical test was performed on retained product, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.

Manufacturer narrative:
A correction was made to the lot # in this report. The lot number was updated to the correct lot number of 4610120. Additional information regarding the evaluation of returned product was updated in this report. A physical evaluation was performed on the returned product, yielding results within specifications.

Event description:
A doctor's office alleged that temporary restorations placed with tempbond clear had to be cut off during procedures for approximately seven (7) patients. This is the seventh of seven (7) reports.